Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered on on its own and then needed to be unplugged or have the battery removed to power it off. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were able to replicate the issue. The customer informed the rse that the backup battery was replaced as a troubleshooting step, but the issue continued. Both yellow light emitting diodes (leds) on the front bezel were illuminated. The rse provided the customer with the power management (pm) printed circuit board assembly (pcba) part information to order a replacement. This investigation is ongoing.